Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The lot # 3000467582 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped functioning. They allowed the device to cool off and attempted to ligate branches and the device still would not work. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. There was no resistance noted while inserting the harvesting tool into the cannula. The state of the jaws was intact. Power setting at 3. The extension cord was changed. No issues with the power supply. Device removed. New device used and functioned without issue. There was no delay. There was no patient harm.